Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine generator change, the atrial lead exhibited noise. The lead was successfully explanted and replaced. The patient was in stable condition post procedure.